Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Vats - video assisted thoracoscopic surgery - "trocar was inserted and utilized during case. Upon removal of the trocar, it was determine that the tip had fractured." Type of intervention - "area was inspected and reviewed by surgeon but remaining material could not be seen." Patient status - "stable upon discharge from the operating room."

Manufacturer narrative:
Additional information received. Investigation summary: the event unit was returned for evaluation. Engineering confirmed that a piece at the tip of the cannula had broken off. During the manufacturing process, all trocars are 100% visually inspected prior to packaging. The root cause of the event is likely the result of external force applied on the cannula in combination with lipid exposure. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information obtained via email from customer on may 25, 2016: "the trove fractured at the tip."